Event description:
Medium ventralex st mesh used to repair incarcerated umbilical hernia on (B)(6) 2014. Small bowel obstruction developed postoperatively. Return to surgery required on (B)(6) 2014. Seprafilm coating of the ventralex st mesh was adherent to the small bowel. The small bowel appeared to be kinked at the point of contact with the mesh. Patient developed sepis and gi bleed after second surgery. Family requested no further intervention. Patient expired on (B)(6) 2014.